Manufacturer narrative:
Updated fields: b4, e1 (event site telephone), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: g2, d4 (UDI). A getinge field service engineer (fse) discovered the issue during performing preventive maintenance. There was no patient involvement or adverse event reported. The fse replaced power reel (0012-00-1688-21) to resolve the issue. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine pm by getinge fse that cardiosave intra aortic balloon (iabp) had failed electrical safety missing ground. There was no patient involvement.